Manufacturer narrative:
The DHR could not be reviewed as the lot number is not known. The catalog number is not known; however, the 501k number for g2 femoral is k062887 and g2 jugular is k052578. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The removal of this filter is considered to be an off label use of this device. The current IFU (instructions for use) for this device states: the g2 filter is designed to act as permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.

Event description:
It was discovered at a scheduled procedure to remove a vena cava filter, that it had migrated caudally, was tilted, and had a fractured leg. The filter was implanted post trauma four months earlier. It is unknown if there were any interventions after the filter was placed, as this was implanted at a different hospital. The filter was removed, but the fractured leg remains in the vena cava. The patient is asymptomatic.